Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling their cartridge and using cold insulin during the loading sequence. Customer continued to used existing cartridge. There was no reported adverse impact to the customer's blood glucose level.